Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
During an abdominal draining procedure, medical staff performed abdominal puncture and drainage surgery on a patient in the emergency rescue room. During the normal pulling and pulling of the internal thread, a rupture occurred, and two consecutive tubes were in the same situation. A third tube had to be replaced to continue the operation, prolonging the intervention surgery time and increasing the potential risk of infection

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Additional information provided in h.6. And h.11. Evaluation summary: a review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. The customer did not return any samples for evaluation. Additionally, no photographic or visual evidence was submitted that would have allowed this allegation to be reviewed. Without the necessary evidence, a thorough investigation cannot be performed. Determining a root cause and corrective action is not possible. No corrective action is required at this point. If the samples are returned at a later date, then this complaint may be reopened for re-evaluation.